Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of a white screen could not be confirmed. It was determined that there was a loss of telemetry connection. Correction: h6 eval code conclusion medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when it was selected to save the session data on the mobile programmer during a post implant check of the implantable cardioverter defibrillator (ICD) the mobile programmer displayed a diagnostic message. When it was reattempted to save the data the mobile programmer displayed a white screen and it was not possible to use the mobile programmer. The mobile programmer was relaunched, however it was noted that the data from the check, including the analyzer data had been lost. No patient complications have been reported as a result of this event.